Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using the pre-close technique via a 6f sheath hole, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, cuff misses [suture retrieval issues] occurred with two prostyle devices. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, dimensional analysis was performed on the returned device. The reported marker lumen obstruction could not be confirmed as the marker lumen of the returned device was successfully flushed. The reported difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, the reported marker lumen blockage (pulsatile flow could not be confirmed) appears to be related to under insertion of the device related to difficulty advancing the device due to interaction with the patient calcification. The subsequent treatments appear to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction h6 adverse event problem, medical device problem code 142 was removed.

Event description:
Subsequent to the initially filed report, the following additional information was received: the cuff miss inadvertently reported in error. With the first device, a suture malposition occurred as the suture came out with the device upon device removal. With the second device, there was difficulty advancing the device and pulsatile flow could not be confirmed despite manipulation of the angle of the device, removing the device, flushing and reinserting. No additional information was provided.